Manufacturer narrative:
Attempts to f/u with the facility to obtain the pt age, gender and condition, as well as the device lot number have been unsuccessful. Therefore, no MFR or expiration date can be determined.

Event description:
During a hip arthroscopy procedure, while using a dyonics rf-s whirlwind 90 degrees probe, the physician noted that it appeared as if one of the ball electrodes from the distal end of the wand was missing. Utilizing a magnification camera system, the physician confirmed the electrode was no longer attached to the wand. The missing electrode was not able to be recovered, however, an x-ray of the pt's joint space revealed a small, unidentifiable piece of material. As the physician was not able to visibly locate the electrode via a camera scope, it remains in the pt. The procedure was delayed 75 minutes as a result of this event. No pt complications have been reported.